Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the tip of the anchor broke. The broken anchor was successfully removed from the patient. No additional bone holes were required and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet. The distal end of the anchor is damaged. This condition is normally attributed to loss of alignment with the prepared site. It is likely that during insertion alignment with the prepared insertion site was lost causing the anchor to converge into the cortical bone surface resulting in the breakage. Functional assessment confirmed the torque limiter functioned as intended. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.